Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that that the device has no ac or battery power. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified the ac is going into the power supply, and there are no dc volts coming out of it. The rse provided part number for the 1st generation power supply.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the respiratory staff found that the unit would not power on or indicate power in any way. The customer contacted tech support who helped narrow it down to the power supply. The power supply was replaced; the device passed the required performance verification tests per philips standards and was returned to service.